Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump got alert to insert battery. The customer stated pump will not allow them to move forward. Customer removed batter 10 minutes and reset date/time. The customer was not able to move forward. Customer's blood glucose at time of incident was 20mmol/l.